Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 555 mg/dl. Patient's other blood glucose value was unknown. Customer reported pump alarmed cannot find sensor signal. The customer was treated with insulin pump. Customer declined troubleshooting for high blood glucose. The device was not expected to be returned for analysis.